Event description:
It was reported through the results of a clinical trial that approximately six months post deployment of a balloon expandable stent in the right superficial femoral artery, duplex ultrasound demonstrated in-stent restenosis in the target lesion. Approximately eight months post stent deployment, duplex ultrasound demonstrated the target lesion was occluded. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the investigation is inconclusive for the reported occlusion, as the device was not returned for evaluation. The definitive root cause for the reported occlusion could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 11/2018), (manufacturing date: 04/2017).

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 11/2018, manufacturing date: 04/2017.

Event description:
It was reported through the results of a clinical trial that approximately six months post deployment of a balloon expandable stent in the right superficial femoral artery, duplex ultrasound demonstrated in-stent restenosis in the target lesion. Approximately eight months post stent deployment, duplex ultrasound demonstrated the target lesion was occluded. The current status of the patient is unknown.